Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: 5510f301, lot enp7e, triathlon cr fem comp #3 l-cem. 5551-g-320, lot xj4t, triathlon asymmetric x3 patella. 5520-b-300, lot bxt3ha, triathlon prim tib baseplate - cemented. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Additional information received indicates patient had a left knee arthroscopy, lavage, and synovial cauterization on (B)(6) 2019.